Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as "the transfer set connected to the patient line was slightly loose." This occurred during drain one of four of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.